Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was charged and rebooted. A functional test was performed and it passed. The receiver download was performed and shows multiple occurences of shutting down for low battery with status over 90%. A discharge test was performed and the receiver failed, shutting down for low battery at 99%. The receiver case was opened for an internal visual inspection and it passed. The reported event of receiver ceased to function was confirmed. The root cause was determined to be a defective battery.